Event description:
It was reported that the patient was not adequately trained on using the device and she never had therapeutic effect. She was implanted two days prior to the report and ¿really did not get instructions on the use of her controller they just handed her the box and told her to read the directions.¿ the patient stated that ¿the first night she had the implant she slept through a complete urination and soiled everything, and yesterday during the day, three or four times she dribbled on the way to the bathroom and also experienced a little bit of urinary retention.¿ she continued that ¿last night she wore a diaper and got up twice to urinate, and this morning her diaper was saturated so she felt as though she had to increase the amplitude but was intimidated by the directions.¿ her stimulation was on 1.8 volts and she was assisted in increasing to 2.1 volts. She could feel stimulation in her clitoris, so she turned it down to 2.0 volts and it was more comfortable. It was later reported on the (B)(6) 2014 that the patient stated they did not understand there was a 40 percent failure rate and they stated so far they were one of them. The patient reported that their concerns were not resolved regarding their device or therapy and their next appointment was scheduled for three months from the date of this report. The patient diagnoses were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor no outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ldq0, implanted:(B)(6) 2014, product type: lead. (B)(4).